Manufacturer narrative:
The insulin pump was received with a insulin pump error alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no damaged at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.